Event description:
It was reported that the pt underwent a urodynamic measurement procedure as part of a clinical study in 2004. Post operatively the pt developed a urinary tract infection 5 days later. The pt was given antibacterial agent and the urinary tract infection resolved by 5 days later. The pt developed yeast infection on one day ago. The pt was prescribed an antifungal agent and the yeast infection resolved in 2004. The pt developed general malaise in 2005. The pt was given ibuprofen and the general malaise resolved 4 days ago.